Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible in the hub, inflation lumen and on the balloon, consistent with a leak while in the patient anatomy. The balloon was tightly folded. There was a kink in the distal shaft 1.5 cm proximal to the proximal balloon seal. The outer member was pinched 5 cm proximal to the guide wire exit notch for a length of 3 mm. A new indeflator filled with water was used to pull negative pressure on the balloon catheter and there were bubbles noted in the syringe, consistent with a leak. The balloon catheter was then pressurized and fluid was noted to be leaking out of two longitudinal tears on the outer member where it was pinched, 5 cm proximal to the guide wire exit notch. The tears were 1 mm in length and parallel to each other. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. Since there was no report of any damage noted during the inspection prior to use, this suggests that the shaft was not likely damaged prior to use. It is possible the shaft was inadvertently handled outside of the patient anatomy, resulting in the noted damage to the shaft. It was reported the voyager nc was prepared for use inside of the patient anatomy. It should be noted the instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The noted use error of preparing the product inside of the patient anatomy does not appear to have contributed to the noted tear in the shaft. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The noted tear in the shaft appears to be related to the operational context of the procedure.

Event description:
It was reported that during a stenting procedure in a moderately calcified right coronary artery, during preparation of a voyager nc dilatation catheter, the physician drew back negative pressure with the indeflator in place and saw blood in the pull back. There was no attempt to inflate the balloon. The device was removed from the patient's anatomy and another voyager nc was used to complete the procedure. There was no adverse patient effects. There was no additional information provided.